Event description:
Customer states they are getting unexpected positive reactions with anti-b (murine monoclonal) series 3, lot #203231 when testing with a1 cells, lot#111638, exp. 4/04/08, during qc. Methodology is tube testing.

Manufacturer narrative:
Hemagglutination tube testing was performed with returned and retention anti-b series 3, lot 203231, using returned and retention a1 referencells, lot 111638, and b referencells, lot 113638. Cell #20 from retention panocell-20, lot 04478, was used as o cell. All products performed as expected.